Event description:
The customer and abbott field service personnel saw a small burn mark on cpu/dcm board on u9 chip and experienced a burning smell (but no visible smoke or fire) on the cell-dyn ruby analyzer. No injuries occurred. Here is a timeline of events: (B)(6) 2013: the cell-dyn ruby analyzer powered on and initialized. When prime was started, multiple reagent empty errors came up with no reagent being pulled into the analyzer. Within 10 minutes of power on there was a burning smell, but no visible smoke or fire. A sim 2100 hssl error popped on the screen. Power was cycled with no further burning smell, but the hssl error (2100) persisted. (B)(6) 2013: it was determined that the cpu/dcm board was not functioning, so one was placed on order for the following day. (B)(6) 2013: the cpu/dcm board was replaced and the analyzer initialized. Review of the old cpu/dcm board found a burn mark on the u9 chip near the hssl connections. However, issues continued as the analyzer would not prime due to multiple valve issues. Valves 14,24,44,54,64 and 94 would not open or close properly and were hot to the touch (not burning hot). At this point the analyzer was powered down and sent back for investigation.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.